Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that the bd preset¿ arterial blood collection syringe plunger was difficult to move as the stopper would not "spring back" during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "when using the abg, it found that the stopper can not springback."